Manufacturer narrative:
Received one opened/used simplera sensor/serter, and performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek), none were found. Performed an inspection on the serter and found the unit in its disable state. Then proceeded to nikon microfocus x-ray system machine (xtv-160) the unit and found the actuation clips released, inspected the insertion springs for any misalignment and none were found. Also found the needle to be aligned within tolerance. Could not performed force gauge test due to the unit was in its disabled state. Then, proceeded to disassemble the serter using the roland cnc-machine (mdx-50), and using the sciencescope macroscope (cc-smart-4k-af), inspected the plunger, retainer, frame, and sensor carrier for physical damage and found the retainer clips were found bent. Inspected the needle retractor for any physical damage on the retractor and found the retractor shoulder to be damaged (dented). Then inspected the insertion needle for hooks, blunt or burrs and none was found. Also performed a visual inspection of the sensor flex and casing for any physical damaged and none were found, found blood at the adhesive patch at the bottom of the sensor base. See attachment files for details. Serter cavities serial numbers. Sensor cavity plunger #: (B)(6). Sensor cavity frame #: n/a. Sensor cavity carrier #: n/a. Sensor cavity retainer #: (B)(6). The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.1a). Unit was able to download trace and termination result. First term reason: sensor dehydration. First term reason descriptor: the sensor was terminated because it was removed from the body prior to the device's end of life. The dehydration can be caused by multiple factors. It is unknown that the sensor contributed to the event. In conclusion: the customer complaint of unexpected events is confirmed. However, it is unknow if the sensor contributed to the anomaly. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how the serter was found damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, h6 (type of investigation, investigation findings, investigation conclusions), h10 with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The sensor will be returned for analysis.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose, unexpected suspend [low sg], harm reported with no reported allegationof a device malfunction. The customer reported hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-5100clx, mmt-1884xcu, unomedical. Customer is reporting a discrepancy between sg and bg which is not within range. Explained sensor may have no longer been responding to glucose changes. Customer reported low bgs. Customer does not feel ok to troubleshoot. Troubleshooting was performed. No further patient complications were reported. No product return is required for mmt-5100clx. No product return is required for mmt-1884xcu. No product return is required for unomedical.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.